Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this implantable cardioverter defibrillator (ICD), accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered a 41 joule shock and successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
Correction: b1, h1, h6. Malfunction report.

Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this implantable cardioverter defibrillator (ICD), accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered a 41 joule shock and successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.